Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11may2020.

Event description:
It was reported that the ventilator after about an hour that it is running it goes into ' tilt ' and stops ventilation. Reportedly, it must be continually turned off and on again in order to be used. There was no patient involvement. The customer troubleshot with service engineer (se) over the phone. The customer reported that the ventilator passed extended self test (est) and short self test (sst). The customer found an error code indicating high internal o2 alarm.

Manufacturer narrative:
G4: 16jun2020; b4: 16jun2020. The customer was sent a quote for service/repair of the device. The quote expired and was not accepted by the customer. Despite attempts no other information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.